Event description:
It was reported the devices were used during an unk procedure. It was reported by the affiliate that after inserting the trocar two or three times, the sleeves broke. There was no pt consequence.